Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The occlusion alarm was identified during review of the alarm log. During functional testing a downstream occlusion alarm occurred. The cause of the occlusion alarm was determined to be a damaged latch roller. To correct the condition, the latch roller will be replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. It was not specified when in the process this event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.